Event description:
It was reported the physician was performing treatment of intracranial stenosis. The physician began with a microcatheter and guidewire. After approaching the basilar artery, the physician exchanged guidewires and inserted the tip of the non-boston scientific guidewire into the right posterior artery. The artery was pre-dilated with the use of a balloon catheter and the stent system (device in question) was tracked up to the area of stenosis without difficulty and without the use of continuous flush. However, the stent was unable to be released as it "could not be moved inside the catheter". The physician made a few more attempts to release the stent without success and decided to remove the whole stent system. Once the system was outside the pt, the physician attempted to move the stent with the help of the inner body stabilizer which reportedly seemed to work. The physician decided to re-insert the system and brought it up into position once more in an attempt to deploy the stent with the use of continuous flush this time, but was still unable to release the stent. Purportedly, upon removal of the stent system a second time, the stent was unintentionally released in the arch of atlas. The physician completed the procedure with another stent of the same dimensions successfully. However, the pt later expired.

Manufacturer narrative:
Boston scientific requested additional information regarding the alleged event. From the responses received boston scientific was able to determine the following: all devices were checked during preparation and nothing unusual was noted. The tortuosity of the patient's anatomy was reportedly average. The stent was stuck in its standard pre-deployment position and did not move while inside the patient. After removal and trial outside, the patient the stent was moved approx 1 mm to the distal tip just to see if any movement was possible. When asked about the cause of death it was reported "cause of death is not clear, probably a bleeding or maybe a thromboembolic event at the arch of atlas. He died several hours later".